Manufacturer narrative:
(B)(6). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a blurred vision approximately after 4-month post-implantation of model z9002 tecnis monofocal iol (intraocular lens) in patient's left eye (os). Doctor reportedly noticed that lens had become dark. As a result, iol was explanted as planned. Initial post-surgical va 10/10. Patient complaining of blurred vision approximately 4 months post-surgical; however, the va was 10/10. The replacement lens was a non-jjsv iol. Patient is doing fine with perfect vision post-replacement. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 12/3/2018. Device evaluation: photos and details of the products used in cataract surgery for suspect tecnis cl z9002 lenses was provided. Research and development (r&d) performed an evaluation of similar issue reported and how this can affect the event. R&d chemistry wrote a technical report in which testing was done to the returned lens. As part of the results obtained from this report it was found that the lens when hydrated had a cloudy lens rating between 3 and 4. The haze level acceptance criteria is levels 1 to 4. Therefore, no product quality deficiency was observed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional investigation requests were received for this production order. Labeling review: the labeling review was completed. The directions for use (dfu) adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.